Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor. There was no report of patient injury.

Manufacturer narrative:
The serial number originally provided was incorrect. Information has been updated in the dedicated section and section has been updated accordingly. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. All connections and circuit board were reseated and the cardioplegia pump was replaced. The problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above, the most likely root cause of the reported event is a bad internal electrical connection (i.e.false contact, bad/oxidized) which could be fixed by circuits board and connection reseating.

Event description:
See initial report.